Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A physician reported that during service of an ophthalmic operating console it was observed that the laser did not light up, and the touchscreen was not working. Procedure details and patient harm were not reported. Additional information has been requested, but none received to date.

Manufacturer narrative:
Serial number was added manually from addition information section to serial number section. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
The customer did not request service for the system. A system manufacturing device history record (DHR) review was performed prior to product release to ensure that the product was manufactured in compliance with the device master record. Based on the assessment, the product met release criteria. A review for complaints reported against this lot/batch/serial number was performed. No similar complaints were reported for the product lot/batch/serial under investigation. Service history was reviewed for the system. No service record relevant to the complaint reported event was found. All manufacturer surgical systems are verified to meet specifications after installation and customer-initiated servicing in accordance with the applicable service test procedure (stp). The root cause of the reported event is inconclusive. Manufacturer will continue to monitor data for evidence of adverse trending and take further action, as appropriate. The manufacturer internal reference number is: (B)(4).